Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recq2056 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire broke due to a difficult thread. It was stated that when removed it looked broken so the rn pulled on it and it snapped.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the stylet was confirmed and was determined to be associated with use of the device. One 3cg stylet was returned for investigation. A break was observed in the polyimide tubing. The break was located 4.5cm from the distal tip of the stylet. Sharp kinks were observed in the proximal segment of the polyimide tubing 5mm and 11mm from the fractured end. The stylet was still attached to the t-lock extension set. Blood residue remained in the extension set. A microscopic examination revealed that the broken ends of the polyimide tubing were noted to be rough and uneven. Kinks were observed in the polyimide tubing between magnets adjacent to the fracture site. The core wire extended 13mm from the proximal end of the fracture site. Blood residue was observed within the polyimide tubing. The kinking in the stylet wire may have initiated the fracture in the magnetic end of the stylet. Sharp or acute angles should be avoided during implantation. Kinking of the stylet may result in stylet damage. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ it was reported that the insertion process was difficult. The stylet reportedly snapped when it was pulled on after removal. A lot history review (lhr) of recq2056 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire broke due to a difficult thread. It was stated that when removed it looked broken so the rn pulled on it and it snapped.